Event description:
It was reported that during use in a right shoulder arthroscopy/mini-open repair, the tip of the driver broke off when inserting the implant. The tip was retrieved from the surgical site without problems and the surgery was completed successfully without delay.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: the driver was received for investigation without the detached tip. A hardness test of the shaft was performed and found to meet specification. Conmed linvatec was unable to determine the cause of this failure. The instructions for use, shipped with each driver, provides the following info: inspect instrument before and after processing for proper function and alignment and for chipping of any plated surfaces. A review of product history for the past 2 years found two similar reported events for this failure mode. Conmed linvatec will continue to monitor this product for failures.